Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ message during the supply change process when the user attempted to insert a cartridge without first performing the rewind step, after which multiple guided attempts to complete the change continued to trigger the error and the device required replacement. Symptoms included no adverse clinical effects and no reported blood glucose impact. Outcomes included user interruption of therapy tasks and the need for device replacement. Investigation included remote troubleshooting and education on proper cartridge change and rewind procedures, review of device behavior, and confirmation of shipping details for follow-up and inspection of returned device. Investigation of this case revealed a device alarm and fill-tubing process interruption consistent with an occlusion or mis-seated cartridge related to incomplete rewind, with the device¿s alert and cartridge/tubing interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a faulty motor.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.